Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
It was reported, there was a non union of a inter-troch fracture that involved gamma3 nail. We were revising to a total hip that had to be aborted because of poor bone stock and a bi-polar head was used.